Event description:
Hologic field applications specialist (fas) reported on behalf of customer who was questioning the results of a sars-cov-2 tma run on panther fusion instrument sn (B)(4)after getting mrr1 processing flags. Customer was using a laboratory-designed test (ldt) and asked technical support what this flag means. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.

Manufacturer narrative:
Hologic technical support (ts) reviewed the logs and noted the mrr1 flags occurred on the positive samples. Ts also noted that the chosen validated range was tight and had high amplification. Hologic field applications specialist (fas) provided the customer with an amplification curve and informed them that they should validate their samples based on the provided curve. No further issues were reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.